Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined. Rationale : based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no: 305110, batch no: 8361850. It was reported that during use of the bd precisionglide¿ needle the needle was obstructed and the user was unable to fill the syringe with insulin. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer called to report needle being obstructed as when she was attempting to fill her syringe with insulin from her vial, it was unable to fill.